Event description:
It was reported that the patient complained of palpitations and lightheadedness, and it was noted that the post-ventricular atrial refractory period (pvarp) was set to greater than 250ms, resulting in the device not tracking some atrial pacing. The device was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.